Event description:
It was reported that during a laparoscopic cholecystectomy procedure, per a hospital report left with the device, the clip applier would not fire. Case completed with another device of the same product code. There were no patient consequences reported. No other information is available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed two malformed clips due to an anti-backup failure and three conforming clips. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup failure and malformed clips, however no conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position.